Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The CABG+tmr procedure took place on (B)(6) 2013 and the patient was discharged from the hospital on (B)(6) 2013. The patient was re-hospitalized on (B)(6) 2013 for dizziness and on (B)(6) 2013 for dyspnea. The patient was also diagnosed with congestive heart failure on (B)(6) 2013.

Manufacturer narrative:
The CABG+tmr procedure took place on (B)(6) 2013 and the patient was discharged from the hospital on (B)(6) 2013. The patient was re-hospitalized on (B)(6) 2013 for dizziness and on (B)(6) 2013 for dyspnea. The patient was also diagnosed with congestive heart failure on (B)(6) 2013. According to documentation, all available records she the handpiece was correctly assembled from sound components and were inspected to specifications. Hospital readmission rates due to heart failure for patients undergoing CABG with adjunctive tmr have also been reported; at 30 days hospital readmission due to heart failure was 5% in tmr + CABG patients and 6% for patients who underwent CABG alone. Heart failure is a commonly reported adverse event after CABG procedures with or without adjunctive tmr. This patient's pre-operative medical history included various risk factors that may increase the risk of heart failure after CABG.

Event description:
The CABG+tmr procedure took place on (B)(6) 2013 and the patient was discharged from the hospital on (B)(6) 2013. The patient was re-hospitalized on (B)(6) 2013 for dizziness and on (B)(6) 2013 for dyspnea. The patient was also diagnosed with congestive heart failure on (B)(6) 2013.